Event description:
It was reported that both the right atrial (ra) and right ventricular (rv) leads, from another manufacturer, had an alert for a high out of range pacing impedance. There were no noise oversensing episodes stored and no noise was producible during isometrics. Unipolar pacing and bipolar sensing programming was recommended. No adverse patient effects were reported. If additional information is received, this report will be updated.